Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was using the pedicle probe to make a pilot hole for a pedicle screw at right l4 pedicle. He noted the patient's bone was very hard. He bent one so the scrub tech passed him a back up probe. While he was advancing it in the pedicle the tip broke off in the pedicle. He used a trefire bit and vice grips to retrieve the broken tip. No fragments were left in the patient. Upon removal of the broken tip, he completed the surgery without any other issues.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed a fracture located approximately 40mm from the probe¿s distal tip. The device was sent for fracture analysis which showed evidence of plastic deformation and a rough appearance across the entire surface indicating that the probe underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the probe¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report showed evidence of plastic deformation and a rough appearance across the entire surface indicating that the probe underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.